Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The advanced failure analysis was performed on the master tool manipulator (mtm). Further investigation on sftp testing confirmed that the issue was reproduced. Error 23068, 23069, and 32098 showed up in error logs and was pointing to the axis 2 (shoulder) motor. From this finding, failure analysis concluded that axis 2 motor is the root cause of the issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The master tool manipulator (mtm) was returned and evaluated by the failure analysis (fa). The fa verified errors in lighthouse (aperture), followed by a visual inspection for any physical damage-etc. The mtm was then installed on an in-house known good equipment, fixture or tool (eft) surgeon side console (ssc) cart and programmed to latest software. The system was powered on in normal mode, and it powered up without errors or problems. The mtm was moved to different positions and instruments were installed to test drive. During test drive, the system showed no errors and appeared to be working as designed. Power cycled the system and installed instruments several times including driving the system, and no errors were observed. A device history record (DHR) review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause was attributed to failure of friction gravity test.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue. The fse replaced the master tool manipulator (mtm) to resolve the issue. Isi received the mtm involved with this complaint. However, failure analysis has not completed their investigation as of the date of this report. The fse also found elbow friction gravity balance failure and reinstalled the gimbal cover and re-ran test and passed the test.

Event description:
It was reported that during a hiatal hernia sliding da vinci-assisted surgical procedure, the robotics coordinator (roco) contacted the technical support engineer (tse) and stated that they had disabled the right master tool manipulator (mtm). The tse was able to guide them through restarting the system and they are now back under way with the right mtm functioning. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the issue occurred only on one procedure. The procedure was completed robotically using same surgeon console. The right mtm was disabled and used only left. After restarting the system, continued with right mtm.